Event description:
A non-healthcare professional reported a consumer had essure inserted. She experienced migration of the coil into the pelvis, pelvic pain and nickel allergy (allergic rash all over body). Laparoscopic removal of essure coil from left side and laparoscopic linear left salpingostomy performed on (B)(6) 2013. The right side was not removed. Outcome of the reported events was recovered.